Event description:
It was reported that they were having issues charging their implant and the issue began today. Patient mentioned this morning they got up at 5am and the controller showed a red diamond thing and said they had to call medtronic. Patient said they were able to reset the controller and the message went away. Patient mentioned they received a replacement controller. Patient mentioned that they saw the stimulation off message and when they checked, they had the stimulation on. During the call, agent walked patient through resetting the controller. Patient saw the stimulation off message again. Agent walked the patient through turning the stimulation back on. Agent had the patient started a recharging session and got no device found. Patient pressed recharge and got 100/100/100. Patient was in passive recharge mode and was able to get 99/99/99. The issue was not resolved. A request was sent to the repair department to replace the recharger. See case previous case for the report of patient mentioned the controller and they couldn't get a hold of their representative. Patient stated that they received the recharger and are asking about returning the black zipper case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.